Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient was going to have a thoracic MRI due to pain. MRI compatibility guidelines were reviewed and it was unknown if the MRI was related to the device therapy. The patient¿s device was explanted however the date was unknown. The health care provider (hcp) noted that the lead was involved with the event. The patient had ¿cxr¿ performed as troubleshooting. The cause of the event was unknown but the patient recovered without permanent impairment.